Event description:
Report received from (B)(6) stating that the device "cannot insert cutter." Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cannot insert cutter" was confirmed. The device failed the cutter insertion testing during the pre-diagnostic testing. If additional information becomes available, a supplemental report will be sent. (B)(4).